Event description:
It was reported that a malfunction occurred with a pump, identified as malf 16, involving a customer in denmark. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged to replace the malfunctioning pump and instructed the customer on how to put the pump into storage mode prior to returning it. The customer was also informed to use multiple daily injections (mdi) as an alternate form of insulin therapy until the replacement pump, with a new serial number, was received. The customer understood and acknowledged these instructions.